Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve, the patient suffered a stroke. It was reported that the valve may have cause a clot that lead to the stroke. It was noted that the patient was on blood thinning medication. The patient remained unconscious. No additional adverse patient effects were reported.